Event description:
The aria telemetry monitor with sp02 trunk cable was on patient. The patient complained of monitor becoming hot on his chest wall. The screen went out and showed signal loss. This is not the first time we have addressed this issue. Spacelabs is already in the process of an investigation for this same issue. All supplies involved in this event were sent to spacelabs. FDA safety report ID: (B)(4).